Manufacturer narrative:
Concomitant medical products: w1tr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had premature battery depletion due to very high outputs initially for the right ventricular (rv) lead and rising to high threshold measurements for the left ventricular (lv) lead. It was noted that the rv lead thresholds was initially high and then significantly rose following implant with decreasing r-waves, ultimately leading to no capture. It was also noted that a high sensing integrity counter (sic) and noise was observed on the transmission report. The device was explanted and replaced. The rv lead was initially turned off and later capped and replaced. Reprogramming was done on the lv lead and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. If information is provided in the future, a supplemental report will be issued.